Event description:
Boston scientific received information that during the implant of the new device the shock lead impedances (sli) of this right ventricular (rv) lead was 44 ohms. Two days after the procedure the daily measurements showed less than 20 ohms. Boston scientific technical services (ts) discussed options with the hcp. No adverse patient effects reported.

Event description:
Subsequently additional information was received from the local sales representative stating that this device was checked and there were no issues. This device operated normally and the impedances were within range.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information become available, this investigation will be updated.